Manufacturer narrative:
Lot code investigation completed on 09-feb-2021 showed cause was traced to manufacturing. An investigation is in progress for returned product.

Event description:
Consumer sent e-mail stating the strings had broken with a number of tampons from the box. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating the strings had broken with a number of tampons from the box. No injury was reported.

Event description:
Consumer sent e-mail stating the strings had broken with a number of tampons from the box. No injury was reported.

Manufacturer narrative:
Initial lot code investigation completed on 09-feb-2021 showed cause was traced to manufacturing. Results for completed investigation on 06-apr-2021 reported a probable manufacturing cause.